Event description:
In 2008 it was reported that the pt's blood glucose was elevated (value not provided) and the nurse smelled insulin and saw blood in the infusion tubing. Insulin was leaking from the infusion tubing at the luer connection. The infusion set was changed and the pt was given an insulin injection. No further info is available. Product was requested to be returned for eval.